Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that the brown top of the introducer sheath is not properly connected/secure and will fall off while attempting to gain access to the breast to perform the biopsy. A radiologist was stuck with a needle when the brown top detached from the rest of the sheath. Attempts to obtain additional information were unsuccessful.